Event description:
It was reported, that the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2024, due to insulation issue. Patient status was not provided.

Manufacturer narrative:
Further information was requested but not received.